Event description:
During a ptca treatment procedure the balloon failed to maintain pressure after the second inflation to six atms. The first inflation was also to six atms. The pt was asymptomatic during this event. The lesion being treated was a 90% stenotic lesion in a severely tortuous left anterior descending coronary artery. The physician used a 6f cordis guide catheter and a pt graphix guidewire to cross the lesion. The maverick2 monorail balloon was removeda nd replaced with another balloon of the same type and size to successfully complete the procedure. No pt injuries or complications were reported. Pt status is reported as 'good'.